Event description:
Patient's mother contacted dexcom on (B)(6) 2010, to report a possible broken sensors in her son. This is patient's ninth report of a possible broken sensor. Patient's mother previously contacted dexcom on (B)(6) 2010, to report two possible broken sensors (see MDR's #3004753838-2010-00083 and 84), a third broken sensor on (B)(6) 2010 (see MDR #3004753838-2010-00086), a fourth broken sensor on (B)(6) 2010 (see MDR #3004753838-2010-00087), a fifth broken sensor on (B)(6) 2010 (see MDR #3004753838-2010-00092), and a sixth, seventh, and eighth broken sensor on (B)(6) 2010 (see mdrs #3004753838-2010-00119, 120 & 121). Patient's mother stated that he has experienced no discomfort from any of the broken sensors, nor any signs of infection or inflammation. Due to the number of broken sensors, dexcom's in-house physician has advised patient's mother that they discontinue use of dexcom's device.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention. Patient's mother was advised, per script, that in the rare instances when a broken sensor has occurred in the past, consulting physicians and surgeons have recommended not to remove the wire fragment as long as there are no signs or symptoms of infection or inflammation. In the event that signs or symptoms of infection or inflammation arise, such as redness, swelling, or pain, patient's mother was advised to consult the prescribing physician. Patient's mother was further advised that if there was no portion of the broken wire fragment visible above the skin, attempts to remove the wire fragment without medical guidance were not advised.